Event description:
The customer reported that a monitor fell and was damaged. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No patient harm was reported. Additional information revealed that a clinician inserted a connected nibp cuff under the mount release button and left the monitor in automatic nibp measurement mode when he left the room. After a period of time, the nibp cuff inflated and released the monitor from the mount and lifted the monitor from the mount. There was no malfunction of the monitor or mounting hardware. Both the mounting hardware operation and the automatic nibp function are adequately described in the device labeling (IFU). No further investigation or action is warranted.